Event description:
Catheter inserted prior to uterine curettage with suction and manual exploration. Postoperatively, catheter could not be removed due to retained fluid in the balloon. All attempts to address (such as cutting inflation port) were unsuccessful. Returned to surgery the next day where catheter balloon was punctured and the catheter removed. A cystoscopy was completed to check for retained balloon fragments and was negative.